Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in the endovascular treatment of a 38 x 35 /33 x 35 thoracic aortic aneurysm. It was reported that during the index procedure, when the stent was in position, that due to excessive resistance,the deployment trigger on the delivery system could not be pulled down, so the quick release deployment could not be performed. There was an increased sense of resistance when the slider/handle was twisted. Finally, after the handle was twisted slowly and harder reportedly , it could then be smoothly deployed without causing any injury to the patient. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient is fine.